Manufacturer narrative:
P-cap / reservoir locks properly into place. Pump received error 43 during rewind due to corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43. Motor tested outside the pump and received an insulin pump error at rewind. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the clip rails. Customer stated that insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.